Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported an intermittent circuit occlusion alarm during set up of the device on this avea ventilator that is periodically resolved by calibration of the device. No known reported patient events associated with this issue.